Event description:
It was reported that the head did not adhere to the stem after multiple mallet blows. A different v-40 head (ss) was used with no complications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding size/fit issue involving a v40 orthinox head was reported. The event was not confirmed. The returned head is in good condition, there are some marks of use noted. The device is dimensionally and functionally compliant. A functional test was performed with the taper gage used during manufacturing inspection with a v40 stem. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The exact cause of this event could not be determined based on the information available. The device was inspected and found to be dimensionally and functionally compliant. Investigation by the supplier indicated that is possible that the difficulty of connection between the head and the stem may be due to the presence of a fluid or some bone, or due to the femoral head not properly fixed onto the trunnion stem. The head has to be pushed and twisted to have a correct fixation onto the stem. A review of the surgical protocol indicates that the appropriate size of femoral head placed over a clean, dry stem spigot.

Event description:
It was reported that the head did not adhere to the stem after multiple mallet blows. A different v-40 head (ss) was used with no complications.